Event description:
It was reported by the customer that a pyxis medstation system had a drawer not detected on bus. The customer stated that the main drawers 3.1 and 3.2 are not detected on bus. The customer tried to recover by shutting it down for 1 whole minute but still the issue stayed back causing a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer not detected on bus. The field service engineer replaced module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.